Event description:
It was reported that there was oversensing and the patient heard alert tones. It was further reported that there was noise noted on the right ventricular lead. The noise was reproduced in clinic. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.